Event description:
It was reported that the right ventricular (rv) lead had decreased impedance, an increase in capture threshold and an insulation break. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - low resistance/impedance: s2d data shows ventricular lead alert time = (B)(4) 2011 4:37 pm. Ventricular impedance at implant = 548 ohms. Ventricular lifetime impedance max/min = 627/266 ohms.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.